Manufacturer narrative:
Device evaluated by MFR.: synergy megatron mr ous 3.50 x 12mm stent delivery system was returned for analysis without the stent. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and positive pressure were noted as its folds were opened with crimp markings visible on the exposed balloon profile. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 03 feb 2023. It was reported that crossing difficulties were encountered. The patient underwent percutaneous coronary intervention. The target lesion was located in the severely calcified middle right coronary artery. A 3.50 x 12mm synergy megatron drug-eluting stent was advanced but failed to pass through the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition was stable. However, returned device analysis revealed a stent detached.